Event description:
It was reported that the patient had a loss of therapeutic effect and their symptoms had a sudden onset for red inflammation in the implantable neurostimulator (ins) area. There was no known accident or incident related to the issue. It was noted that the patient was on their way now to their health care provider¿s (hcp¿s) office right now to have their ins pocket area checked. The patient was in pain today but had to turn it off because the tissue where the implant is was inflamed red and they couldn¿t sit on it and this had been going on since 2 days ago. It was stated that it had been a real nightmare and it felt like it was medical and not technical. The patient got the implant a year ago and the patient had lost 24 pounds. It was reported that the patient didn¿t have any falls, trauma, medical procedures, or recent implants. The patient was exercising 2 nights ago and they felt it was painful during exercise. It was noted that the pain was when there was a pressure point on it such as lying down or they bumped it. It was swollen and red around the ins area. It was reported that the patient turned the stimulation off because they didn¿t think it was working and were still changing pads 3 times a day. The patient had tried all the programs at all the levels and at times it felt it might do better but then it didn¿t. It was stated that the patient did drink a lot of liquid every day and they just didn¿t feel the therapy was doing what it was marketed to do. It helped with the patient¿s regular incontinence and didn¿t help with any stress incontinence. It was noted that the patient didn¿t think it had done what it was supposed to do and the red inflammation had a sudden onset. The patient was in pain because they slept on their back and didn¿t get a lot of sleep last night because of the pressure point.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-28, lot# va08f3e, implanted: (B)(6) 2013, product type: lead. (B)(4).